Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 3/12/2024, it was reported by a sales representative via (B)(4)that an abs-10060r angel centrifuge us failed during surgery with no further information provided. This was discovered during a procedure, with no reported patient harm. Additional information was received on 3/14/2023: this occurred in a procedure with anesthesia during a left hip arthroscopic labrum repair with bmac injection on (B)(6) 2024. The black rotary knob would spin and stop multiple times. He took the knob off to examine and put it back on, and the same spin and stop motion occurred again. He tried turning the angel centrifuge on and off multiple times to start a new case, but the same thing happened. These all failed to resolve the issue, and a hardware malfunction error displayed on the centrifuge every time they turned the machine back on to start a new case. There was a delay of about 15 minutes while he was troubleshooting this issue. They closed and ended the case when they decided they could not figure out the problem.

Manufacturer narrative:
Functional testing results: 60ml of bovine blood with acd-a was processed on the device with standard settings at seven percent hematocrit. The device reported outputs of 39ml platelet-poor plasma (ppp), 18ml rbc, and 4ml prp. The prp volume within the syringe was recorded as 4ml. Aliquots of the wb and prp were analyzed for cbcs with the heska hematology analyzer (table 1). Note that the prp produced had expected cellular concentrations. Visual evaluation noted no problems with the device. Corrections: h.1 set as n/a. Arthrex previously submitted this event as a reportable malfunction out of an abundance of caution. Upon receiving additional information from the field that clarified the event and evaluation of the returned devices, it has been determined that this event does not meet the criteria of a reportable event under 21 cfr 803.